Manufacturer narrative:
Retainer = clear. Customer returned pump for an alleged critical pump error (open book image) alarm found on 3/17/2021. The pump was received with critical pump error (open book image) alarm, however the while attempting to download firmware using crest the insulin pump bypassed the critical pump error alarm. After re-initialization, the pump completed the boot up process normally. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. A review of the downloaded trace/history files show multiple sequential critical error handling alarms (pump error 54, 3, 4 and 53 alarms). The history files reveal that on (B)(6) 2021 at 0715 three (3) pump error 54 (line number 1421 file number 32122) alarms and then two (2) pump error 3 alarms occurred and at 0716 two (2) pump error 53 (line number 5632 file number 2005) alarms and then one (1) pump error 4 (line number 2727 file number 32122) alarm occurred that triggered the critical pump error (open book) alarm. Critical pump error (open book) alarm, pump error 3, alarms, pump error 4 alarm, pump error 53 alarms, and pump error 54 alarms are due to software errors. The insulin pump was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor. The following were noted during visual inspection: scratched case, missing display window cover, stained keypad overlay, missing end cap address label, cracked battery compartment at the corner of the belt clip rails, cracked battery tube threads, and pillowing keypad overlay.critical pump error (open book) alarm, pump error 3, alarms, pump error 4 alarm, pump error 53 alarms, and pump error 54 alarms are confirmed due to software errors.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. No harm requiring medical intervention was reported. The device will not be returned for analysis.